Manufacturer narrative:
The insulin pump was received with stripped battery cap at coin slot area, cracked display window corner, cracked battery tube threads, broken belt clip slot at battery tube threads area and cracked reservoir tube lip. The pump had scrambled display. The problem isolated to motherboard. The pump was unable to perform displacement test due to display anomaly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
It was reported of a display anomaly and cracked battery cap from the insulin pump. The customer's blood glucose reading was unknown. No further details were given.